Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h10. The device evaluation found foreign material in the air/water tube and cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and third party microbiological testing, olympus confirmed foreign material came out of the device, but the type of the material and root causes cannot be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor complaints for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure and pre-soaking was performed if manual cleaning was no performed within one hour of the procedure. The device passed the leak test. During manual cleaning, the forceps elevator raised and lowered three times when submerged in the intercept detergent solution, the forceps elevator was flushed, and the distal end was brushed with the channel-opening brush and single use soft brush. The instrument/suction channel, suction cylinder instrument channel port, balloon channel, and forceps elevator were brushed. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbiological growth was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during routine microbiological testing, the gastrointestinal videoscope tested positive for 4 colony forming units (cfus)100 ml of extended-spectrum lactamase (esbl) producing klebsiella pneumoniae and 6 cfu/100 ml of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.